Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient did not provide blood glucose levels but stated that they were wearing the pod on the arm between 4 and 24 hours on the abdomen. Symptoms reported include vomiting. The patient stated that healthcare professionals diagnosed them with diabetic ketoacidosis. Treatment during ER visit included insulin intravenously. The patient was sent home on same day.